Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed; p/n: 42532006702, l/n: 63608124; articular surface fixed bearing uc; p/n: 42522200410, l/n: 63568966; femur cemented (cr); p/n: 42502006602, l/n: unk; kne-persona-patellas-unk; p/n: unk, l/n: unk. Report source: foreign: (B)(6). Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00738, 0001822565 - 2020 - 00739. Product location is unknown.

Event description:
It was reported the patient had a revision procedure approximately 3 years post-implantation due to complaints of pain and instability. Subsequently, the surgery noted deficient pcl and mcl plus subluxation of the medial side; with over 18 degrees hyperextension during the revision surgery. Attempts have been made and no further information has been provided.